Event description:
Reportable based on analysis received 12/20/2005. It was reported that during a pta/stenting treatment procedure, the physician found no stent on the 6f iliac unistep plus 8x20x75 catheter at the time of stent deployment. Both of the vascular surgeons in the case have deployed the wallstent before. They claim that they unsheathed the catheter 1/4 of the way and no stent 'flowered', so they re-sheathed the device and pulled the catheter out of the pt. They subsequently determined that there was no stent on the catheter. They believe that there was no stent on the catheter to begin with as neither of them saw it deploy, nor did they see 'an extra' stent in the pt. They used another wallstent (10x20) to successfully complete the procedure.